Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Although the touchscreen was initially intermittently unresponsive, during troubleshooting with tandem technical support, the touchscreen responded to presses. The customer's blood glucose was 170 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.